Event description:
The device was applied during a gastrectomy procedure. Reportedly, the instrument would not fire. The surgeon manually sutured the anastomsis to complete the procedure. The hosp has reported that no pt injury occurred.